Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis was performed and identified: weight with specification, fold creases. After autoclave cycle was observed: cloudy gel and bubbles in gel. Based on the device analysis, the final assessment is no issues related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.